Manufacturer narrative:
No unexpected number ramping and no button error alarm noted. All of the buttons functioned properly; however moisture was noted on the keypad traces. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, and cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.